Event description:
It was reported that, during testing, a 980 ventilator failed the breath delivery power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and noticed that the exhalation flow sensor (evq) was not installed. The se installed an evq, performed calibrations and extended self-testing on the device and all tests passed.